Event description:
Unable to plug in handpiece to atricure machine, one prong of the attachment tip is bent. The product had no patient contact at all. It was bent right out of the packaging. ====================== manufacturer response for surgical ablation system, isolator======================product is being sent and they will ship a replacement